Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with some blood residue on the tip and the jaw in a slightly closed position. The device was visually inspected. The shaft was straight, the jaw appeared to be in alignment, and the clip retainer and push fork were acceptable. The remaining 13 clips were then cycled, fed and formed as intended with proper pinch and alignment. After the last clip was fired, the locking mechanism engaged as designed. No lot number was provided, so the device history record could not be reviewed. As the returned device passed all visual and functional testing, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that when the first clip was fired, the clip came out with the ends of the clip crossed over each other. A new device was used to complete the procedure. The pt was reported to be fine after the procedure. Add'l info was requested, but no add'l info was provided.